Manufacturer narrative:
Follow-up #1: date of submission 8/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was found to power on with a call service 069 alarm reproduced upon power up. The alarm was unable to be cleared and the issue was found to be with the u39 component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a call service alarm (call service alarm issue); cs 069. There was no reported adverse event associated with this complaint. This complaint is being reported because, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).